Event description:
During the index procedure three in pact av access balloons were used to treat the right arm venous outflow, brachiocephalic/svc stent, right arm cephalic arch. Approximately 26 months post procedure patient suffered venous outflow restenosis of the av fistula. Subject presented for routine dialysis access. Angiography showed greater than 50 percent stenosis in the venous outflow (index lesion). This was successfully treated with plain balloon angioplasty. No immediate complications. Subject discharged home same day. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 26 jul 2025: a 4th in pact av access was used during the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.